Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.